Event description:
The patient's device was replaced due to the high impedance.

Event description:
It was reported that this patient's device showed high impedance. X-rays were received and reviewed and the cause of the patient¿s high impedance could not be determined based on the images provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.